Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed failed battery. Troubleshooting was performed and there was no indication of resolution. The customer's blood glucose was unknown. The product is being returned.

Manufacturer narrative:
Pump passed prime test, excessive no delivery test, self test and unexpected restart error test. Unable to perform displacement test, basic occlusion and occlusion test due to reservoir tube lip damage. The test reservoir does not stay locked in place due to reservoir tube lip damage. Pump passed all operating currents tested within the spec range and passed off no power test. Pump was monitored and tested with no failed battery test alarm and dead battery noted. Pump received with cracked battery tube thread, broken reservoir tube lip, missing reservoir tube lip o-ring, cracked reservoir tube, cracked case near display window corners and minor scratches on display window noted.